Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Power error due to j6 connector resistance issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received power error detected alarm. The customer¿s blood glucose level was 350 mg/dl. The troubleshooting was performed they were able to clear the alarm but unable to complete the rewind. The device will be returned for the analysis.